Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 103 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 79mg/dl and 96mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/25/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 115mg/dl, (B)(6) 2015, 10:00am; 153mg/dl, (B)(6) 2015, 10:00am; 103mg/dl, (B)(6) 2015, 10:15am; 107mg/dl, (B)(6) 2015, 10:15am; 123mg/dl, (B)(6) 2015, 04:22pm. Adverse event not reported.

Manufacturer narrative:
Internal report #(B)(4). Product not returned for eval. Most likely underlying root cause is user's test strip had poor fill.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).